Event description:
A surgeon reported that three days following implantation of an intraocular lens (iol) the pt began seeing a black spot in their vision.

Event description:
During a follow-up visit with the surgeon, the pt was examined and decentration was identified between the rhexis and lens between 2 and 6 o'clock with approx 0.5 mm distance between them. This finding may be contributing factor to the pt's complaint of seeing a dark shadow in their temporal vision. The pt's best corrected visual acuity is 20/30. Their best uncorrected visual acuity is 20/200 due to high astigmatism.